Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: d8, d9, h2, h6, and h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation results and the device not being returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a flickering image and no image. The issue was found during reprocessing. There were no reports of patient involvement.